Event description:
The user facility reported that there was a difference in the volume drawn in the terumo 50ml syringes. When comparing the two (2) syringes visually, the graduations are not at the same level, it seemed that there was a difference of ± 2ml more in the new syringes. A small test was conducted by taking 50ml of water with an old syringe and two (2) new syringes. There was more left in the water bottle with the old one than with the new one. The concern is that these syringes are used for chemo and therefore, we have the impression to put a bigger volume of cyto in the pocket. The event occurred pre-treatment. There was no patient involvement.

Manufacturer narrative:
A1: patient identifier: no patient involvement. A2: age & date of birth: no patient involvement. A3: patient sex: no patient involvement. A4: weight: no patient involvement. A5: ethnicity: no patient involvement. A6: race: no patient involvement. D4: lot number: potential lot numbers: 220707h & 220718h. D5: operator of device: unknown. D6a: implanted date: no patient involvement. D6b: explanted date: no patient involvement. E2: health professional: requested, unknown. E3: occupation: requested, unknown. H4: device manufacture date: july 07, 2022 & july 18, 2022. The actual sample was not available for evaluation hence we could not determine the details of its actual condition. Each retention sample of the involved lots was visually inspected and confirmed free from any molding-related defect. Similarly, the samples have undergone functional and dimensional testing. All samples showed passed results. The retention samples were subjected to a simulation: aspiration of water from the beaker (until 50ml reading on syringe). Check the reading of the syringe. Depress water to the graduated cylinder. Check the reading of depressed water on the graduated cylinder. Results: the 50ml aspirated volume on the syringe measures close to 52ml when depressed to the graduated cylinder. The syringe is confirmed still within the range of graduated capacity tolerance specification and still complies with iso 7886-1 equal to nominal capacity (±4% of expelled volume 48ml-52ml for 50ml syringes). We have received ten (10) complaints covering fy20 to fy22 (april 4, 2023) related to this issue where the cause was not identified related to our product or production process. To further improve the nominal capacity, the existing graduation scale length will be modified to 75mm. Based on the previous modification proposal, the 75mm graduation scale length will give a close value of 50ml graduated capacity. The target implementation of this improvement will be on may 15, 2023. The result of the investigation confirmed that the aspirated volume capacity is within the requirement of 48ml-52ml. There was an improvement from the previous graduation scale length measuring 73mm, against the iso 7886-1 specification of 75mm. The graduation scale was expanded to 76.5mm. The modification is compliant with the graduation capacity of ±4 % or equivalent to 48ml to 52ml, hence the improvement was implemented. Based on the details of the complaint, there was a difference of ± 2ml more in the new syringes than the old syringe when drawing up water up to 50ml on the graduation scale. This manifests that the syringe is still within the specification of 48-52ml. The risk management file was checked and causes related to the product design of the syringe were confirmed through the evaluation of the retention sample. All samples showed passed results; this suggests that the risk control measure is taken and implemented to reduce the risk related to an inaccurate graduation scale. Verification of the sample showed that the expelled volume capacity for the nominal scale is within the specification. A similar result was observed during the simulation (aspiration of 50ml liquid). To further improve the nominal capacity, the existing graduation scale length will be modified to 75mm. Based on the previous modification proposal, the 75mm graduation scale length will give a close value of 50ml graduated capacity. The target implementation of this improvement will be on may 15, 2023. We have a series of inspections from the molding process to the outgoing process to check ig, plunger, and barrel conditions. All samples showed passed results. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).